Manufacturer narrative:
Concomitant medical products: product ID 6935m55 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for supra ventricular tachycardia (svt). In addition small r waves were noted on the right ventricular (rv) lead. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programming changes were made to the implantable cardioverter defibrillator (ICD) in response to the delivered shock.